Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient reportedly had very tortuous anatomy in the iliac arteries. It was reported that the physician could not cannulate the trunk-ipsilateral leg component gate. The physician chose to convert the patient to an unplanned aortouniilliac (aui). The rlt 311413/14353186 was deployed and an additional rlt311415/14434564 was deployed in the mirror image inside the first trunk-ipsilateral leg component. A femoral to femoral bypass was performed. The patient tolerated the procedure.